Event description:
A customer reported that during surgery, the unit froze during the extraction. The facility attempted troubleshooting but was unsuccessful. Following a 20 minute delay, the procedure was completed without the system. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported event. However, the reported system message "vfi (inject) and prop scissors are not available - prop press transducer range invalid", was verified in the system event log. The company rep replaced the transducer printed circuit board (pcb). The system was then tested and met product specifications. A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).